Event description:
Bayer case number: (B)(4). Severe hair loss [hair loss] chronic pain all over her body [chronic pain] severe migraine [migraine] fatigue on a daily basis. [Fatigue] I have been struggling a lot with anxiety [anxiety] I have been struggling a lot with depression and other side effects [depression] other side effects [adverse event nos] she bleeds a lot during sexual intercourse [coital bleeding] severe stomach cramps [stomach cramps] skin rashes [skin rash] she has a bald spot due to hair fa [alopecia areata] mood swing [mood swings] back pain [back pain] genital bleeding [genital bleeding]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of alopecia ("severe hair loss"), pain ("chronic pain all over her body"), migraine ("severe migraine"), fatigue ("fatigue on a daily basis."), coital bleeding ("she bleeds a lot during sexual intercourse"), abdominal pain upper ("severe stomach cramps"), rash ("skin rashes"), alopecia areata ("she has a bald spot due to hair fa") and mood swings ("mood swing") in a 32 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (she has 3 kids and does not have the money to have it removed.). On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced alopecia (seriousness criterion hospitalisation), pain (seriousness criterion hospitalisation), migraine (seriousness criterion hospitalisation), fatigue (seriousness criterion hospitalisation), anxiety ("I have been struggling a lot with anxiety"), depression ("I have been struggling a lot with depression and other side effects"), adverse event ("other side effects"), coital bleeding (seriousness criterion hospitalisation), abdominal pain upper (seriousness criterion hospitalisation), rash (seriousness criterion hospitalisation), alopecia areata (seriousness criterion hospitalisation), mood swings (seriousness criterion hospitalisation), back pain ("back pain") and genital haemorrhage ("genital bleeding"). Essure treatment was not changed. At the time of the report, the alopecia, pain, migraine and fatigue had not resolved. The outcomes for anxiety, coital bleeding, abdominal pain upper, rash, alopecia areata, mood swings, back pain and genital haemorrhage were unknown. The reporter considered alopecia, fatigue, migraine and pain to be related to essure administration. No causality assessment was received for essure with regard to anxiety, depression, adverse event, coital bleeding, abdominal pain upper, rash, alopecia areata, mood swings, back pain or genital haemorrhage. The reporter commented: consumer stated that she's been experiencing side effects since the last time she called such as severe hair loss, chronic pain all over her body, severe migraine and fatigue on a daily basis. I have been struggling a lot with anxiety and depression and other side effects I've been trying to see my ob who implanted it. I've been making reports ever since (B)(6). I really want to get this device removed. I've been struggling a lot with anxiety and depression and other side effects. Caller referenced (B)(4) following up on her request for assistance to have her essure removed. No one has called her back yet. Approximately 3 to 4 months ago, someone from bayer have called her and left message. She was not able to answer the phone. Her doctor, who placed the essure, did not want to remove it and the last time she went to her doctor he did not want to see her anymore. They don't know what to do. The side effects are getting worst. She bleeds a lot during sexual intercourse, severe stomach cramps, skin rashes, she has a bald spot due to hair fall, worst mood swings and also more depressed. Knowing that the essure is still in her the more depress she gets. She has been to ER several times. She does not know what to do, what she can do to have her essure removed. She has 3 kids and does not have the money to have it removed. Quality-safety evaluation of ptc: for essure: unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 21-oct-2024: upon receipt of current follow up it was identified that (B)(4) were duplicate of each other. Therefore (B)(4) needs to nullify from argus database. All source documents, references, events were transferred to this retention case. From current follow up events added: coital bleeding, upper abdominal pain, mood swing, alopecia aerate & rah were added. Essure onset added. Patient contact details & date of birth added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.